Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result for one patient. No incorrect treatment or withheld treatment was done based on the elevated troponin-I result. The initial result (baseline) = 72.8 ng/l. Another sample was drawn an hour later and generated a result of < 2.7 ng/l and the doctor questioned the results. The customer reran the initial sample and generated a result of < 2.7 ng/l along with running the sample on another instrument which obtained a result of < 2.7 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result for one patient. No incorrect treatment or withheld treatment was done based on the elevated troponin-I result. The initial result (baseline) = 72.8 ng/l. Another sample was drawn an hour later and generated a result of < 2.7 ng/l and the doctor questioned the results. The customer reran the initial sample and generated a result of < 2.7 ng/l along with running the sample on another instrument which obtained a result of < 2.7 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The lot search review for the alinity I stat high sensitive troponin-I reagent could not be done, since the lot number is unknown. The ticket trending for the list number 04z21 did not identify any trends regarding commonalities for the complaint issue. A review of the device history record did not identify any non-conformances, potential non-conformances or deviations associated with the list number and complaint issue. A statistical process control chart (spc) analysis was performed for the alinity troponin assay. No trends were observed upon review of the spc data that could potentially be related to the customer¿s issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for alinity I stat high sensitive troponin-I reagent kit.